Event description:
Customer reported, anticoagulants were infusing on a cath lab pt; when the IV tubing was found to be kinked and leaking at the pumping segment. No pt harm reported. No further info was available.

Manufacturer narrative:
(B)(4). Customer indicated the product was discarded. The lot number was not identified, therefore, lot history record review could not be performed.